Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty patient set board could not be identified. However, it¿s possible the cause of the failure is related to an effect of the design change of the operational amplifier of the dr board (printed circuit board) before countermeasures were implemented, or due to the connection failure with the video connector. It was confirmed that the design change of the dr board was conducted on (B)(6) 2018. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii video system center had no image, and the paddle socket was not working. The unit works with 190 scopes. The customer connected the pigtail and the 180 scope to another tower with no issues. The unit was replaced with another similar scope and functioned correctly. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: there was normal wear and tear on the housing, and it was observed that there was no image with 180 series scopes due to a defective patient set board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.